Event description:
Revision surgery was performed on (B)(6) 2026 because of failure of reverse shoulder assembly due to malalignment. Previous surgery is unknown, as well as complete product information of original prosthesis. During revision, the original metal back (pn 1375.21.010) and glenosphere dia36mm (pn 1376.09.030) were removed, as well as reverse liner standard (pn 1360.50.810), to be replaced with different manufacturer reverse glenoid assembly. Surgery was completed as intended. Patient is female. The event occurred in the united states.

Manufacturer narrative:
Involved components have been discarded therefore are not available for identification and inspection. Since lot number is unknown, review of manufacturing records cannot be performed. The manufacturer will submit a final report as soon as the investigation is completed.